Manufacturer narrative:
A product investigation is in progress.

Event description:
String remains - vagina [foreign body in reproductive tract]. Pain (while removing the tampon) - vagina [vulvovaginal pain]. Pain (while removing the tampon) - tampon [medical device site pain]. Pain while removing the tampon [complication of device removal]. String gets loose...tampon was as if it fell apart [device breakage]. Case description: consumer reported via phone that string becomes loose and tampon fell apart. No serious injury reported.

Event description:
String remains - vagina [foreign body in reproductive tract] pain (while removing the tampon) - vagina [vulvovaginal pain] pain (while removing the tampon) - tampon [medical device site pain] pain while removing the tampon [complication of device removal] string gets loose...tampon was as if it fell apart [device breakage] case description: consumer reported via phone that string becomes loose and tampon fell apart. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.